Manufacturer narrative:
Device not returned. No customer letter is required. No additional information was provided. This was determined reportable per edwards lifesciences procedures. DHR review has been started..

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned from the operative report, that the device was explanted, due to an unsuccessful ring repair. Per the operative report, "a small triangular resection was done and annuloplasty was done, and the repair actually did look pretty good intraoperatively. We went ahead and closed the atriotomy. After de-airing, we came off bypass and noted that there was about 2-3+ mitral regurgitation. Therefore, we went back on bypass, crossclamped, gave cardioplegia again. This time we decided to replace the valve."

Manufacturer narrative:
On 10/05/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.

Event description:
Reportedly the patient died on an unknown date due to unknown reasons. Date of death is unknown; therefore, the aware date is being used as the occurrence date. No further details were provided. No explant or autopsy was reported. The device will be not returned. Information was learned from a foreign country implant patient registry.